Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR, it was found that there were no scratches on the acoustic lens and no blur on the image at the product shipment. In addition, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The lm reported that the most probable causes for the reported event are as follows: it was presumed that this phenomenon occurred because external force was applied to the distal end. The legal manufacturer confirmed the of contents described in the instruction manual at the product shipment regarding the distal end, the following description was confirmed: ·important information ¿ please read before use. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.¿

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ scope communication error with no image¿ was confirmed. The scope was received with no image, caused by fluid invasion. The scope¿s channel was found torn and leaking and fluid had invaded the bending section. The body control unit and scope connector were dried after aeration. After aeration was completed corrosion was noted in the body control unit and scope connector. The image was checked and found to be normal. The instruction manual provides the statements below in effort to prevent scope damage. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.

Event description:
The service center was informed that the scope image was noted to be blurry. There was no report of patient involvement report.